Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck. The catheter was appropriately prepared and inserted into the left atrium through the faradrive sheath. Upon completion of the basket applications in the left superior pulmonary vein (lspv), the catheter was deployed to flower with the wire still advanced out the lspv. At this point, the guidewire became difficult to advance/retract inside the guidewire lumen, and also difficult to change form factor between basket/flower. The device was removed from the body and the procedure was completed successfully with a new farawave catheter. No patient complications occurred. The device is retained by the costumer, so it's not expected to be returned. Deployment was in partial flower configuration, with no splines facing forward. No issue flushing the catheter. Merit inqwire was used as guidewire. Issue occurred after deploying from basket to flower. No difficulty loading wire. No tissue seen on the catheter's tip.